Manufacturer narrative:
One digitex suture cartridge was received for evaluation. Inspection of the returned component was performed by a coloplast quality engineer who was able to confirm the reported complaint - the suture cap was detached from the suture. It was noted immediately that the suture was permanently bent at the distal portion and flattened in a small section about 4 inches proximal to the end of the suture. Microscopic examination of the area revealed that flattened portion was patterened, indicating it was clamped by surgical instrumentation. Microscopic examination of the tip of the suture revealed that the suture was sheared in two places where the suture cap used to be molded. This damage to the suture (as well as the permanent bend in the suture) was able to be replicated with a new suture cartridge by loading the suture cap and applying extreme tension in the direction of the device shaft until the suture and cap separated. The damage is caused by the suture shearing in the joint between the clam-shells after the suture cap separates. Based on the observations above it was concluded that the suture was clamped with surgical instrumentation and was pulled with excess force when loading the device. The excess loading then caused the suture cap to become detached and rendered the suture cartridge inoperable. The procedure being finished with another digitex device and different sutures corroborates this conclusion. This use error of the device is associated with the root cause of the failure. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the lot records for this device and did not find anything that would have contributed for the device failure. The cm response can be found attached to this complaint

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The "loss of the hook located at the end of the device" between the suture wire and the ball. It is the ball (pellet) that came off the suture (detached) in the patient. The parts left in the patient (more risks to go to remove them) no impact. The procedure ended by using another digitex cartridge.